Event description:
It was reported that the pump was alarming downstream occlusion repetitively and patient experienced a chemo spill. Needle removed from port and patient discharged. Patient came in for port site assessment, port site was red and irritated no known harm for patient. Patient did not receive intended dose. Drug being infused was fluorouracil. Continuous infusion rate was 3 ml/hr. Reservoir volume: original volume to be infused was 138 ml. Given was 108 ml. Length of infusion: intended 46 hours. Lock level was unknown. A closed system drug-transfer device was used to fill cassette. The pump was used to prime the extension tubing. There was patient involvement, and no patient harm/adverse event reported. Possible lot numbers 6037654, 6026751, 6005535.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.